Event description:
It was reported that there were concerns about this pacemaker's longevity and that the device was exhibiting premature battery depletion (pbd). The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts advised device replacement or re-evaluating the device longevity in ninety days' time. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns about this pacemaker's longevity and that the device was exhibiting premature battery depletion (pbd). The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts advised device replacement or re-evaluating the device longevity in ninety days' time. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.

Event description:
It was reported that there were concerns about this pacemaker's longevity and that the device was exhibiting premature battery depletion (pbd). The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that technical services (ts) performed a data analysis and confirmed that the device was prematurely depleting. Ts advised device replacement or re-evaluating the device longevity in ninety days' time. The device remains in use. No adverse patient effects were reported.